Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service provider that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of providing low fio2 (fraction of inspired oxygen) readings could no longer be duplicated. However, during the evaluation the asp did observe that the device was now providing higher than expected fio2 readings. This failure to maintain fio2 levels could result in lower than expected fio2 delivery. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 section d4, model #, of the initial medwatch report stated: prt-01184-000 section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).